Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extension. The system operates as intended.

Event description:
The customer reported the leg extensions were hard to insert. No pt or staff injury was reported.